Event description:
It was reported that: "the physician pre closed for percutaneous ventricular assist device pvad lfa. The sutures pulled through with tissue. Went down with 14fr manta but didn't get hemostasis, tried 18fr manta and still had bleeding. Held pressure for 1hr plus. Rt groin was not available for tamponade. Pt eventually went to surgical cut down, vascular surgeon opened up the groin and sutured it closed but vasc surgeon said nothing was in vessel, clean. The patient was reported as fine.

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned. Blood particulates were noted on the unit. Unit was decontaminated and inspected. The manta was locked into the sheath with the trigger actuated. No components (lock, collagen and anchor) were present. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed a 14f manta was deployed for closure. Following the deployment, bleeding continued. The physician removed the 14f manta and tried an 18f and bleeding continued. Manual pressure was held for 1+ hours. Surgical cutdown was then performed and surgeon stated there was nothing in the vessel. Teleflex has performed due diligence and attempted 3 times to gain additional information from the customer. Due to the customer's non-response, the root cause is undeterminable. Should further information be provided in the future, the complaint will be updated accordingly. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including b ut not limited to other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "the physician pre closed for percutaneous ventricular assist device pvad lfa. The sutures pulled through with tissue. Went down with 14fr manta but didn't get hemostasis, tried 18fr manta and still had bleeding. Held pressure for 1hr plus. Rt groin was not available for tamponade. Pt eventually went to surgical cut down, vascular surgeon opened up the groin and sutured it closed but vasc surgeon said nothing was in vessel, clean. The patient was reported as fine.